Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on 08mar2021 wherein the ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported surgical intervention may take place for an unknown reason.